Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 33.4 mmol/l (system 1) and 12.2 mmol/l (system 2). No adverse event reported. The reporter stated the same test strips were used for both meters. Return of the suspect device was requested for evaluation.